Event description:
On the morcellator, the handle and blade became detached from one another during the procedure. There were no patient injuries to report.

Manufacturer narrative:
Lina medical polska sp zo.o.- the manufacturer is currently waiting for the product to be returned and investigated, shipment is arranged by the logistics department.